Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device evaluation and laboratory results. The legal manufacturer confirmed that there was no repair history of the subject device. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument/suction channel, distal end and elevator mechanism was cultured and tested positive for the following organisms: micrococcus luteus, bacillus species and staphylococcus epidermidis and bacillus licheniformis. The scope was then ethylene oxide (eto) sterilized and returned to olympus and pending device evaluation. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer presumed the cause of positive culture test as follows, via the result of culture test at the user facility and the external laboratory, and also investigation result 1. User¿s cds process possibly differed from sbc. 2. Contamination possibly occurred in microbiological testing. The legal manufacturer reported that the impact on mishandling the scope according to the IFU states the possibility of infection by insufficient reprocessing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The ercp scope was cultured and sampled. The reason the scope was cultured was due to the FDA requiring all ercp's need to be cultured monthly. It is not known where on the scope the scope cultured positive. However, the biopsy channel was cultured. The scope was reprocessed multiple days prior to the scope being cultured. It is unknown what culture method was used for testing the scope. The scope was not eto sterilized. A report has not been sent to the FDA. The scope is currently in use. Negative cultures have been received since. No patient infection occurred, no patients were infected or cultured. Olympus acecide is used with the endoscope. The minimum effective concentration is being used to reprocess the endoscope as required per olympus. The type of aer being used to reprocess the endoscopes is an olympus oer. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning with a single use brush. The brush is an olympus brush model bw-412t. Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is done by the endo techs. The process is unknown. The endoscope is being leak tested prior to manual cleaning. The leak tester is unknown. However, this leak tester was provided by olympus. The last pm for the aer is unknown. The last reprocessing in-service provided was between june 8th and june 18th. There has not been any change in the reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scopes are being reprocessed in endo closed cabinets hung vertically. An olympus endoscopy support specialist (ess) scheduled reprocessing in-service and observation the staff. The staff were observed performing pre-cleaning steps out of sequence and not always using the air/water channel cleaning adapter. Sterile processing staff were in-serviced. In-service included cleaning, disinfection, and sterilization information contained in the olympus manual. Recommendations were made to send the scope in for evaluation to see if a repair is needed and to schedule a second in-service for endoscopy staff on pre-cleaning steps.

Event description:
The user facility reported that the ercp scope section has 2 positive cultures. The scope was cultured on (B)(6) 2020 with a positive culture for gram variable rods, a second culture was performed and came back negative. The scope was cultured on (B)(6) 2020 and came back positive with gram rods. A second culture test was performed, but the results are not ready. The scope is quarantined and not being used on patients. Customer reported they are reprocessing the scope in the oer-pro twice per their hospital policy. It is unknown if the device was used on a patient with the known infection of the same microorganisms. No additional information was provided.